Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2013. Subsequently, patient has an allergy to the polyethylene component. There has been no reported revision procedure.

Manufacturer narrative:
This follow-up report is being filed to correct information. Remains implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "early or late postoperative, infection, and allergic reaction."